Event description:
Philips received a complaint on the intellispace perinatal k large arch. Indicating that one pc is not audibly alarming. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that the pc is a rd client without the alarming widget (install.asp) installed. It suspected that some policy that is blocking the installation. The customer stated that they will work with his it to ensure the pc is configured appropriately and the widget is installed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.